Event description:
We received a report from (B)(6) that a trochanteric nail broke at the lag screw hole.

Manufacturer narrative:
As of the time of this submission, the device has not been returned for eval to our facility. (B)(6) has also supplied limited info to our facility.